Manufacturer narrative:
Complaint of leaks on item mc9013 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is not available for evaluation; however, a lot number was provided. A device history lot number review is pending. B3: 11/1/2025 added as placeholder due to event occurring on an unspecified date in november 2025.

Event description:
The event occurred on an unspecified date in (B)(6) 2025 and involved a 14" ext set w/0.2 micron filter, clave® clear, clamp, rotating luer. It was reported that liquid was on the floor, and a leak of chemotherapy was noticed along the primary tubing, at the filter area. The spill ran under and behind the chair where patient was sitting. None of the chemotherapy leaked on to the patient. Infusion was stopped, patient disconnected and moved to another area. Spill <500ml was cleaned by pharmacy per protocol. Patient eventually restarted with another bag of chemo. Event occurred at an outpatient treatment facility. There was patient involvement, but no harm reported.